Event description:
Painful legs and arms. Decreased muscle strength in arms and hands. Short term memory loss. Severe fatigue, tender breast tissue around the implant. Severe contracture. Per f10 event code, the pt must have had a rupture.